Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4965-50 lead; 4965-50 lead, implanted: (B)(6) 2019 and 310c29 valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during an open heart procedure, the existing right ventricular (rv) lead was inadvertently cut and abandoned. The physician inquired about the reason for the initial implant of the device in order to determine if a new lead would need to be placed. Several days later, the rv lead was explanted and not replaced. No patient complications have been reported as a result of this event.